Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7045-90, lot# 8175003938013, mfd. 10/04/12, expires 2015-10, UDI (B)(4); 2nd (second): ifuse implant, p/n 7040-90, lot# 8047003363007, mfd. 07/03/12, expires 2015-07, UDI (B)(4); 3rd (inferior): ifuse implant, p/n 7035-90, lot# 8004003235002, mfd. 04/16/12, expires 2015-04, UDI (B)(4).

Event description:
In (B)(6) 2012, the patient underwent an si joint arthrodesis where three implants were placed. The patient had pain relief for three years following the initial procedure then the pain symptoms returned. The patient claimed that her initial surgeon thought the implants were loose. In (B)(6) 2016, a different surgeon performed a revision surgery where he removed the top two implants. The most caudal implant was not removed as it was solidly fixed in bone. The patient had two months of pain relief following the revision surgery before complaining of new radicular pain. The revising surgeon has not responded to requests for additional information.